Event description:
A power surge on the usb port error was reported when a pump was plugged into a computer using tandem source. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try another usb port, check power settings, and use a different computer with a compatible operating system, none of which resolved the issue. Tandem technical support advised the caller to attempt an upload with a different computer, and the caller acknowledged the instructions.